Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center (B)(4), reason for repair is the unit alarms not functional/ error code. The key failure is pilot valve not switching, which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the (B)(4) as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of the following FDA report.